Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) discharged over 140 times due to an electrolyte disturbance, and the device subsequently experienced premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.